Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was observed on stored events. Twos was not seen real time. The ventricular sensitivity was decreased and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.